Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the prograsp forceps instrument broke at the tip where it articulates. The customer stated that the tip separated from the shaft, got stuck, and the site was unable to release the instrument. The customer removed the instrument with the trocar attached. The instrument came out as one piece and that there were no fragments noted. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigation confirmed the reported complaint. The instrument was found to have the main tube broken at the distal end. No material was found missing. The root cause of broken instrument main tube is typically attributed to misuse. As a result of the broken main tube, cannula and cannula seal accessories were both returned stuck and could not be removed through the distal tip of the instrument. No image or procedure video was provided for review. A review of the instrument log for the prograsp forceps instrument (471093 / k10220105-0323) associated with this event has been performed. Per the logs, the instrument was last used on 25-may-2022. This complaint is being reported based on the following conclusion: it was reported that the prograsp forceps instrument broke and was stuck. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.